Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was not delivering during prime. Blood glucose value was 28 mmol/l. The customer stated that she had already attempted a manual push with plunger and insulin did not exit. Customer was advised to change the entire set. No alarms occurred.